Manufacturer narrative:
H.10:a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow-up communication livanova learned that the device was regularly cleaned per the instruction for use and that it is placed inside the operating theatre during use with the fan opposite to the patient at an estimated distance of two meters from the surgery field. No further information is available on this specific case and no further investigation is possible. Thus, the root cause could not be identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report stating mycobacterium chimaera intracellulare group contamination has been provided. There is no known patient involvement.